Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. The air flow sensor was returned to failure investigation (fi) for evaluation. Visual inspection of the air flow sensor revealed signs of contamination on the heated film element. The air flow sensor will be installed into the fi test ventilator in an attempt to verify & test its functional integrity. The ventilator did generate est (extended self-test) air flow out of range and the air flow accuracy test failed. The manufacturer¿s international service technician replaced the defective sensor, air/exhalation flow to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective sensor, air/exhalation flow to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported tidal volume delivery error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.